Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of post-sensed t-wave oversensing (pstwos), low sensing, high capture threshold and failure to capture. The lead was attempted to be repositioned and it was noted that the helix was unable to be extended. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were t-wave oversensing, r-wave amplitude variation, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to th helix clogged with blood/tissue and overtorqued inner coil. The reported events of t-wave oversensing, r-wave amplitude variation and failure to capture were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.